Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: giannini c et al. Transcatheter aortic valve implantation with the new repositionable self-expandable evolut r versus corevalve system: a case-matched comparison. Int j cardiol. 2017 may 29. Pii: s0167-5273(16)34005-0. Doi: 10.1016/j.ijcard.2017.05.095. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding transcatheter aortic valve implantation comparison of corevalve and evolutr. All data were collected from multiple centers between 2007 and 2015. The study population included 2148 patients (predominantly female; mean age 83 years), 1846 of which were implanted with medtronic corevalve and 302 of which were implanted with medtronic evolutr (serial numbers not provided). Among all patients adverse events included: valve malpositioning, recapturing due to deep implant, second valve implant, conversion to surgery, cardiac tamponade, vascular access site complication, major bleeding, stroke, re-intervention, permanent pacemaker implant, moderate to severe paravalvular leak (pvl), and increased aortic gradient. Based on the available information, it was undetermined which adverse events were attributed to medtronic product. No additional adverse patient effects were reported.